Event description:
It was reported that, at the beginning of a lithotripsy procedure, the fiber was connected to the laser and recognized, but the operator forced the sealing cap which broke the fiber at inlet, therefore the fiber was not able to successfully pass through the endoscope. Another fiber was used to continue the procedure. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. The stone location was located in the upper pole. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, at the beginning of a lithotripsy procedure, the fiber was connected to the laser and recognized, but the operator forced the sealing cap which broke the fiber at inlet, therefore the fiber was not able to successfully pass through the endoscope. Another fiber was used to continue the procedure. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. The stone location was located in the upper pole. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.